Event description:
On (B)(6) 2025, a patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade 2 post procedure. On (B)(6) 2026, screening revealed single leaflet device attachment(slda) from the posterior leaflet. Recurrent tr of grade 4 was reported. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no additional intervention was provided. There is no indication of a product quality issue with respect to manufacture, design, or labeling.